Manufacturer narrative:
Additional information: h6, h11. Additional information/correction: a2, h10. A2: the patient's exact age is unknown; however, the patient was reported to be an infant. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum syringe pump had underinfused during infusion and repeated downstream occlusion alarms. The pump alarmed occlusion at 0330 with 5.5 ml of prostin left in syringe. Pump checked again at 0600 and there was still 5ml left in syringe. Occlusion alarm went off very often. A peripherally inserted central catheter (PICC) line was used. Total parenteral nutrition, infusion line (tpn/il) infusing via proximal lumen. Carrier fluid running at 0.8ml/hr, with fentanyl and prostin infusing via distal lumen during patient infusion in the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.